Event description:
International customer reported that a patient underwent hip surgery with a surgical drain implant. The drain broke during a planned explant. The patient was returned to surgery for removal of the retained broken fragment.

Manufacturer narrative:
Date sent to the FDA: 10/10/2008. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.